Event description:
It was reported that the patient presented for a device implant procedure. During the procedure, the left ventricular lead could not be advanced in the sheath. Due to user concern, the lead was removed and replaced during the same procedure on (B)(6) 2022. The patient was stable.

Manufacturer narrative:
The reported event of lead could not be inserted into the catheter was not confirmed. As received a complete lead was returned in one piece without the catheter used at the procedure. The lead with a test guidewire inside was inserted all the way through the distal end of the test catheter and removed without any difficulties. Visual and x-ray examination did not find any anomalies.